Event description:
It was reported that the patient implanted with this device attended a routine clinic follow-up. During the device interrogation, telemetry could not be established, and a magnet rate was not obtainable. An electrogram revealed atrial fibrillation with a ventricular rate ranging from 80 to 110 beats per minute without pacing. The cardiologist is yet to determine the ongoing management for this patient. The device is still implanted and operational, and no adverse effects on the patient have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this device presented in clinic for a routine follow up visit. When interrogating this device, no telemetry could be established, and no magnet rate could be obtained. An electrogram was obtained that showed atrial fibrillation with a non-paced ventricular rate between 80 and 110 beats per minute. The cardiologist has not decided what the continued management of this patient will be. This device remains implanted and in service. No adverse patient effects were reported. Additional information: the device remains implanted and operational, with no planned interventions. Monitoring of the patient will proceed as usual.